Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received one (1) spb10, impl tapered sp 3.7mm 10m m octagon for evaluation. Visual inspection was performed. The implant has signs of use with bone debris on its external threads. The mount wouldn¿t disengage from the implant. DHR review was completed for the subject lot number 2019101660. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 2019101660 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental: functional: does not disengage/release¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was probably user caused. Therefore, based on the available information, a device malfunction did occur. The mount was observed to be stuck to the implant. The reported even was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed, and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). The following fields have been updated: b1: report type. B4: date of this report. B5: describe event or problem. D1: brand name unknown / provided. D4: additional device information. G6: type of report. H1: type of reportable event . H2: follow up type. H3: device evaluated by manufacturer? H4: device manufacturer date. H6: event problem codes. H10: additional narrative.

Event description:
It was reported that the mount did not detached from the implants at tooth sites #4 - 7. Implants were removed. Patient referred pain and discomfort. Procedure was completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: patient weight: unknown / not provided. D10: concomitant medical product: spb8, impl tapered sp 3.7mm 8mm octagon, lot: 63386526. G4: premarket identification PMA/510(k) #: k011245/k002188.